Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain 3) alarm was identified in the log. The alarm occurred on (B)(6) 2013 10:42:43. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.